Manufacturer narrative:
Device not returned

Event description:
It was reported that the load fill tubing step required more insulin than expected. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.